Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported customer's basal rate setting was increased by the healthcare provider. The customer's blood glucose (bg) levels were as low as 45 mg/dl. At the time of report the customer's bg level was 98 mg/dl. The bg level was addressed by the customer consuming carbohydrates and by the customer lowering the basal rate.